Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. (B)(4).

Event description:
It was reported that during an implant procedure, this pacemaker was an attempted implant due to loss of capture and pacing impedances high out of range. All leads were successfully implanted with the pacing system analyzer (psa) and the measurements were within range. The leads were connected to the pacemaker and were not recognized by the device. Both lead impedances for the right atrial (ra) and right ventricular (rv) were greater than 3000 ohms and were not captured in either chambers. The electrograms (egms) did not appear to recognize the lead connections and the auto connect feature appeared to be searching for a device. The connections were checked but the issue remained. The rv unipolar was tested and had impedances greater than 3000 ohms. The leads were disconnected and retested via the psa and the measurements were in range. The pacemaker was reconnected and displayed out of range impedances measurements and no capture. A different pacemaker was successfully implanted. No adverse patient effects were reported.